Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finish goods lot was manufactured with six valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the (B)(4) complaint received against the trocar component lots for leaking. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaky trocar valves during the procedure. The procedure was completed without consequences to the patient. The sample is not available for evaluation.